Event description:
It was reported that induced currents on the right ventricular lead resulted in inappropriate capture, patient arrythmia and hemodynamic collapse. No further information was provided.

Manufacturer narrative:
Correction: updating e1, incorrect site attributed.